Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii sling was implanted into the patient on (B)(6) 2020. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; groin pain; painful intercourse; recurrent incontinence; aggravated incontinence. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under local anesthesia for the following purpose: urinalysis and cystoscopy - confirm mesh failure and see damage. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: periurethral bulking & urethroscopy/cystoscopy- to treat bladder sphincter not closing. Help close urethra to control incontinence. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: periurethral bulking and cystoscopy - bulk the bladder neck and help bladder sphincter close, to treat incontinence.